Manufacturer narrative:
Block e1: initial reporter facility name is (B)(6); reported here as the facility name exceeded the character limit for the designated field. Initial reporter address 1 and address 2 is (B)(6); reported here as address 1 and address 2 exceeded character limit for designated field. Block h6: imdrf device code a0402 captures the reportable event of a balloon burst.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was attempted to be used in the bile duct papillary opening during an endoscopic retrograde cholangiopancreatography (ercp) procedure to treat pancreatic duct stones performed on (B)(6) 2026. During the procedure, the balloon burst at 6 atm and the contrast medium leaked. It was reported that no piece of the balloon detached inside the patient. The procedure was completed with another hurricane rx dilatation balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.